Event description:
International (B)(4) complaint received concerning intermittent events of post-treatment leakage issues with use of d100 tego connectors. The tego connector were reportedly in use for three to four dialysis treatments with no issues noted during those treatments. There were no reported adverse pt. Injuries and or outcomes. Although requested additional information concerning these incidents, device set-up s was not provided. Device return: two (2) used d1000 tego connectors; one packaged 10 ml bd prefilled syringe were returned. Visual inspection (pre and post decontamination) was performed. The results recorded various tego component damages including corner tears along the edge of the slit. Dimensional analysis of the returned 10 ml prefilled syringe recorded the male luer taper met iso specification for luer tapers and was dimensionally compatible with the tego connectors.

Manufacturer narrative:
Engineering testing and analysis was conducted. The returned tego connectors were pressure leak tested per the applicable product specifications. The results recorded leakage originating from the tears at the seal slit. Although not always repeatable, previous investigations of these types of tego component damages/leakage issues have been replicated. Those investigations identified various usage/techniques including off center insertions and or off-center access with a long male luer slip type connector(s) while attaching/detaching, over tightening and use of non-compatible mating-access devices that fail to meet the iso standards 594/2. A review of the manufactured lot build database for the reported lot #2389875 (mfg date: 10/2011) shows (B)(4) units were manufactured, tested, inspected, and released. There were no exception documents generated during the lot builds. Findings: engineering testing and analysis of the two returned d1000 tego connectors replicated the leakage condition. The root cause of the leakage was attributable to component damages that most likely occurred as a result of incorrect usage/techniques. This report and the associated information have been provided to the distributor and reporting facility for their review and records along with a recommendation that the product representatives conduct training and in-servicing of the involved facility staff.